Event description:
It was reported that the insulin pump alarmed no delivery and buttons were unresponsive. Customer requested for insulin pump replacement. Customer's blood glucose was 15mmol/l. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed displacement test, excessive no delivery test, and prime test. No unexpected no delivery alarms noted during testing. The device had intermittent button response due to light moisture damage to keypad traces. The device also had minor scratches on lcd window, cracked case at reservoir tube window corners, cracked reservoir tube lip, and broken battery tube threads.